Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, there were difficulties in placing the lead with good measurements. After several attempts patient did not feel well and blood pressure was low. A pericardial effusion was found via ultrasound. Pericardiocentesis was performed. The lead was explanted and new lead was replaced. The patient's condition was stable post procedure. The lead was replaced. The lead will not be returned for evaluation; it was discarded by hospital personnel.